Event description:
It was reported that a caregiver injured their back as a result of the device brakes being difficult to engage. As a result of the injury, the caregiver took 9 days off work and 22 days of restricted work. No additional treatment was reported.